Event description:
"Ventilation had been started on the patient. Ventilator simply quit." Siemens 300 fuse f1 bad. Brown wire in connector for 390 screen pulled loose. If grounded could cause f1 to blow. Connector and fuse repaired. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.